Event description:
Procedure: lap appendectomy. According to the reporter: the patient underwent a lap appendectomy on (B)(6) . During this procedure, it is alleged that the patient's small bowel was punctured, two loops of small bowel were stapled together, which created a small bowel obstruction. This puncture and obstruction was not diagnosed during the surgical procedure. The patient has undergone additional surgery to correct the small bowel puncture and obstruction, additional hospital confinement. The reporter suggests the laparoscopic surgical stapler malfunction or misfired, causing one or more staple to close incompletely.

Manufacturer narrative:
(B)(4).